Event description:
The customer reported being hospitalized for high blood glucose during her pregnancy. Also, the customer reported that the insulin pump alarmed no delivery during basal over the past couple days. The blood glucose reading at time of the call was 150 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.